Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated her dexcom device malfunctioned and her husband found her unresponsive. She stated she was transported to the emergency room via ambulance. The patient did not provide further information regarding the issue with the device or details about the medical intervention. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.